Event description:
The reporter stated that rptr did meter comparison testing, but was not sure which if a lab or meter to hcp meter test was done. Rptr tested at home; am fasting result was 164 mg/dl. Thirty minutes later in doctor's office rptr was given a result (within 5 minutes of test) of 220 mg/dl. Rptr did not have any symptoms. On followup, rptr stated that rptr checks the confirmation dot for enough blood and compares tests to color chart on vial. A control solution test was high out of range, no numbers given. No harm was alleged.